Manufacturer narrative:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the device failed therapy test. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to the dfm100 assy therapy select knob. The device was operational after dfm100 assy therapy select knob is replaced with a new one. The device remains at the customer's site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : remote support provided.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the xl+ device failed the therapy test. There was no reported patient involvement.